Event description:
On (B)(6) 2012, the reporter contacted lifescan USA, alleging battery indicator. There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the lay user/patient contacted lifescan alleging a battery indicator issue with the meter. The issue was not resolved with troubleshooting.